Event description:
It was reported that the 9800 system would not fluoro at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray controller board was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.